Manufacturer narrative:
She is having to spend time in bed due to head pain. Over the counter medications did not help so she is considering seeing a neurologist but has not yet. Complaint did not resolve as of (B)(6) 2026 when the report was made. The provider has been unable to get an update response from the patient as of (B)(6) 2026 when this report was submitted.

Event description:
A patient developed a severe, persistent headache that has now been present intermittently since (B)(6) 2026.